Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 23-24. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab, and keep sterile materials away from any possible germs. Living with diabetes 11 / page 117. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that after wearing the pod, between 24 and 36 hours on the arm, the glucose (bg) levels have reached between 14 to 20 mmol/l (252 to 360 mg/dl). The patient reported issues with the adhesive pad getting loose. It was also noticed that the site bleeds and bruises around the insertion site and the patient has found a lump on the arm described as painful. The patient visited the general practitioner who prescribed a numbing spray (name not provided) to help relieve the pain while wearing the pod. No information was provided on how the hyperglycemia was treated.